Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdd (B)(4) was accidentally omitted from the initial regulatory report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was not holding a charge and that when it had been turned off 'charge still dissipated.' The patient stated that they tried charging the device within the last month of the report and that within 5-10 min the ins got very hot and it "felt like someone was taking a soldering iron to it." The patient mentioned that they were meeting with a manufacture representative to try and get the ins to charge/work. No further complications were reported.